Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had rewind anomaly. Customer blood glucose level was 150 mg/dl. Customer also stated that the they were not able to complete rewind of insulin pump after inserting reservoir. It was also stated that the rewind complete but insulin pump was partially rewind. The device was returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime/fill anomaly and no rewind anomaly noted during test. (B)(4).